Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 76509 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 76509 was observed.

Event description:
It was reported that when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes, there were two packs of tubes received without caps.